Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure with an intellanav mifi oi catheter, the fluid hub of the catheter was broken during ablation. As a result, this catheter was replaced and the procedure was completed without any patient complications. The catheter is expected to be returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Media inspection of a photo noted that the irrigation tubing was detached/separated from the luer fitting at the adhesive joint. Visual inspection of this catheter revealed that the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.